Event description:
A customer contacted beckman coulter inc. (Bci) in regards to two erroneously elevated accutnl results generated by access 2 dxc 600i immunoassay analyzer.patient samples were repeated and the results were within the normal reference range. The results are provided.the erroneous results were reported out of the laboratory and both patients were admitted to the ICU and were scheduled to undergo cardiac catheterization; however, the procedure was not performed.

Manufacturer narrative:
The samples were plasma.qc results were within the lab's established range pre and post this event.a bci field service engineer (fse) evaluated the unit and confirmed all verification testing were within published specifications. No hardware issues were noted.a clear root cause could not be determined for this event.